Manufacturer narrative:
This report is for two unknown locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2015 due to a non-union after it was noted on x-rays that were taken on an unknown date. The original procedure and date of original implant is unknown. During the revision, a tibial nail and two (2) locking screws were removed intact and patient was revised to a different tibial nail. The revision surgery was successfully completed with no surgical delay or other medical intervention needed. The post-surgical outcome/status of the patient was reported as fine. This report is for two unknown locking screws. This is report 2 of 2 for (B)(4).